Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the hard drive. The sys operates as intended.

Event description:
It was reported that the c-arm had missing and mixed images. This issue occurred after a reboot. No pt injury was reported.